Event description:
Physician reported right side textured and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported, right side textured and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.